Event description:
The pt was seen at the center for device eval. External equipment was exchanged. However, the audiologist reported could not obtain link with the device during testing. Explant surgery is to be scheduled.